Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent delivery system withdrawal difficulty occurred. The lesion was located in the circumflex artery. A 2.75 x 12 mm taxus express2 stent was deployed proximally. The physician then placed a taxus express2 2.75 x 20 mm drug eluting stent distal to the first stent. The stent was deployed at 8 atms. Upon removal, the balloon was "caught in the proximal stent". The physician felt resistance and deep seated the guidecatheter. The stent delivery system was removed without any pt complications. Pt status is satisfactory.

Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records found that the device met its material, assembly and product specifications, at the time of release to distribution. There are no similar complaints, of this nature, related to this batch number. The root cause of the complaint incident could not be determined.